Event description:
On march 22, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period (early wear time), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was educated about this adjustment period and advised to continue using the system, entering any additional calibrations as prompted by the system. The user was informed that the system is expected to improve following stabilization. The user acknowledged this guidance and agreed to continue use of the system as instructed. Data management system (dms) review confirmed the user was using the system with up-to-date information. This MDR is submitted retrospectively following an internal review.